Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver (nd) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the black wire of the 8mm mega suturecut needle driver (nd) instrument snapped during the procedure. The procedure was completed with no reported injury.